Event description:
A patient sample gives high digoxin results even though the patient has been taken off digoxin. When tested with another method the result is <0.5ng/ml. The patient did not receive treatment based on the incorrect result.